Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was damaged and cracked at the screen and above the up arrow keys and it could not turn on. The display screen went blank. The customer's blood glucose was 15.2 mmol/l at the time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement, sleep current measurement, active current measurement or self tests due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was received with a scratched display window.